Manufacturer narrative:
(B)(4).

Event description:
A decubitus ulcer formed over the pocket. The pocket was revised and the device was replaced since the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(4) 2016.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).